Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead displayed noise and oversensing. The local field representative did not know if the oversensing resulted in pacing inhibition with asystole. It was also reported that the patient experienced syncope, of which, the cause was unknown. The rv sensitivity was lowered. There were no additional adverse patient effects. The system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.